Event description:
It was reported the pt felt discomfort at his ipg site. It was reported the pt is very thin and the ipg rubs at his waistline. It was reported surgical intervention will be undertaken to resolve the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.